Manufacturer narrative:
To date, the device has not returned for evaluation but has been reported to acumed that it will be returned for examination. Additional reporting on this event will be provided as a follow up report when the devices have been returned and examined.

Event description:
It was reported that the drill broke during use. The broken piece was able to be removed and is not left behind in the body.